Manufacturer narrative:
Device history review: manufacturing location: (B)(4) - manufacturing date: february 25, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation summary: the investigation of the broken cortex screw shows that the head is broken off due to mechanical overloading during use. The specified dimensions were checked during final inspection and found to be ok. No manufacturing- or material- related issues could be identified. The broken surface is homogenous, which indicates material conformity as well. Plastically deformation at hexagonal recess indicates exceeding applied force by the user while insertion. Mechanical overloading situation created by applying exceeding torsional force may have caused the rupture. No indication for material or design related issue was found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a cortex screw broke at the head during insertion. The broken piece of the screw was left in the patient¿s body. The cortex screw was used for forearm fracture case. There was no delay in the surgery. According to the surgeon, one of the possible causes might be the patient¿s bone substance. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device broke during insertion; device was not implanted/explanted. Lot number provided could not be verified. No device history record review could be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.